Manufacturer narrative:
Medical device lot #: an invalid lot # of 1020077359 was provided by the initial reporter. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one 2000e-04 sample from lot 20077359 was received for investigation in opened packaging; dried residual blood was identified near the male luer component. A visual inspection of the sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to a 50ml bd plastipak syringe from retained stock and flushing with fluid; an occlusion was identified upon the first flush attempt, however after securing the connection tighter the occlusion was no longer observed. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be identified; as the samples were returned used, it was not possible to determine if dried fluid had solidified and blocked the piston of the component or whether a manufacturing defect had contributed to the temporary occlusion. A review of the production records for lot 20077359 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: faulty bung not bleeding. Jpc21/11 .

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20077359. D.4. Medical device expiration date: 2/27/2023. H.4. Device manufacture date: 7/27/2020. H.6. Investigation: one 2000e-04 sample from lot 20077359 was received for investigation in opened packaging; dried residual blood was identified near the male luer component. A visual inspection of the sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to a 50ml bd plastipak syringe from retained stock and flushing with fluid; an occlusion was identified upon the first flush attempt, however after securing the connection tighter the occlusion was no longer observed. A definitive root cause for the customer's experience could not be identified; as the samples were returned used, it was not possible to determine if dried fluid had solidified and blocked the piston of the component or whether a manufacturing defect had contributed to the temporary occlusion. A review of the production records for lot 20077359 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: faulty bung not bleeding. Jpc21/11 .